Event description:
Per biomed - unable to see the bevel of the needle/unable to place a PICC line.

Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of inability to visualize needle was unconfirmed. The site rite 8 was visually inspected upon receipt and was found to be in good physical condition. 20mm gt probe was also found to be in good physical condition. The reported issue is unconfirmed; the scanner shows the bevel of the needle when in calibration mode and gt tracking accuracy test. The root cause of the reported failure is inconclusive as the reported issue could not be reproduced during evaluation. A history review of serial number (B)(6) showed no other similar product complaint(s) from this serial number.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per biomed - unable to see the bevel of the needle/unable to place a PICC line.